Manufacturer narrative:
(B)(4). Lens remains implanted. Evaluation codes: method : work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported refractive surgery (lasik) performed for correction of residual refractive error following icl implantation one year ago. According to the dcr, dated on (B)(6) 2014, lasik was done to address patient`s preference for better distance vision and was not attributed to the device. The patient va was 20/15 with no further intervention planned. It should be noted that the type of residual refractive error was astigmatism and per dfu "mode of action: the visian icl functions as a refractive element to optically reduce moderate to high myopia", therefore icl was not intended to correct astigmatism. Conclusions: based on the complaint history, work order search and the medical review, the cause of the event has been determined to be due to the patient`s preference for better distance vision and was not attributed to the device. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported the surgery did not completely correct her vision, so she had to have corrective lasik surgery. The facility reported the patient was a little undercorrected with astigmatism and had lasik to sharpen distance. The date of the last post-operative visit was (B)(6) 2014 and the va post-treatment was 20/15. The icl remains implanted.